Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported that a nerve monitoring device was showing red x on vocalis one during a case and making a lot of noise. The site had swapped out their mainframe system and the issue did not resolve. Troubleshooting confirmed that the mainframe was isolated in it's own outlet. Troubleshooting also requested confirmation on tube placement and the reporter stated he was informed placement was fine. There was intermittent issues where their nim system would show a red x on the electrode check after it showed a green check mark earlier. The site swapped out the system and used a new tube and the issue resolved. There was no patient impact.